Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
It was reported that during testing the ventilators navigation ring was not working. There was no patient involvement.

Manufacturer narrative:
G4: 16sep2020. B4: 01oct2020. The service engineer (se) inspected the device. The se found the navigation ring was not responding. The se replaced the front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.